Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator (ins) for non-malignant pain. The caller reported they had fall. Pt/caller to follow up with hcp. The caller reported he fell yesterday legs gave out and fell down and last week you fell on the ice. Patient stated both times he has hit the battery pack. Patient stated he turned it on and came on but not sure if swelling that's not allowing the full charge to go through or what it is but doesn't seem to be sending stimulation like it was. Patient noticed this last night. Patient mentioned closed head injury as well patient states this was a long time ago. Patient states (B)(6) of steel fell on head.